Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 168 and 34 mg/dl. The customer's expected fasting blood glucose test result range is 135 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/23/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns: customer concerned with results obtained (B)(6) 2017 at 10:53 am 34mg/dl. The meter's time and date is not set up correctly.